Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. The complaint device was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. The review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. A retention sample coated on the same day under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test results indicated values well within product specifications. The eval of the complaint device is on going. A f/u report will be submitted after completion of the investigation.

Event description:
It was reported that during the procedure the graft was leaking and had to be replaced. The quantity and the location of blood loss was not reported. The pt was reported as doing very well.